Manufacturer narrative:
Additional information was received that there was no actual skin breakage noted. The patient underwent a revision procedure wherein the ipg was replaced and implanted deeper. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing an increasing pain at the ipg site. The patient had increased sensitivity and had difficulty sleeping or applying any pressure from pants, belt, or shirt of his back site. The patients battery was eroding under the skin and a rim of redness along the superior aspect of the generator margin at the pocket site was noted. The patient will undergo a revision procedure wherein the ipg will be replaced and the pocket site will be relocated.

Manufacturer narrative:
Date of event: (B)(6).

Event description:
A report was received that the patient was experiencing an increasing pain at the ipg site. The patient had increased sensitivity and had difficulty sleeping or applying any pressure from pants, belt, or shirt of his back site. The patients battery was eroding under the skin and a rim of redness along the superior aspect of the generator margin at the pocket site was noted. The patient will undergo a revision procedure wherein the ipg will be replaced and the pocket site will be relocated.